Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs replaced the valve, manifold, dispense 2 way and the vacuum accumulator there have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6) analyzer.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a 23-yr old male patient. The following results were provided: sid (B)(6) = 106.9 / <1.9 pg/ml (reference range: <34.2 pg/ml) additional patient added on (B)(6) 2025: (B)(6) 2025, sid (B)(6), (45-yr old female) = 141.9 / <1.9 pg/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6), (B)(6).

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a 23-yr old male patient. The following results were provided: sid (B)(6) = 106.9 / <1.9 pg/ml (reference range: <34.2 pg/ml). Additional patient added on (B)(6) 2025: (B)(6) 2025 sid (B)(6) (45-yr old female) = 141.9 / <1.9 pg/ml. No impact to patient management was reported.